Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 400 mg/dl. To address elevated bg, customer changed out the infusion set and administered manual insulin injections when needed. Pump supply change resolved the occlusions. Customer also reported "inconsistent and erratic" bg levels. Customer's healthcare provider alleged there was a pump issue. Customer reverted to using manual injections for insulin therapy.